Event description:
In 2008, intuitive surgical received notification dated early of the month of an event at hosp: a named pt "underwent approx one and on-half years ago, surgical intervention with the use of your davinci robotic system. This occurred at the hosp with a dr. Subsequent to the surgery, my client sustained severe pain. Through a series of misdiagnosis, dr had her undergo pain management. The original surgery was for a hysterectomy and some issues regarding adhesions. Thereafter, she went to another surgeon, who during the course of the surgery found certain pieces of instrumentation within her, which they removed. In processing a potential malpractice claim against the hosp and dr, they advised me, in their opinion, that there were not any pieces other than the rings from your equipment which was left in her. Apparently, the rings detached. They have indicated that was something they would not have been aware of during the course of the surgery."

Manufacturer narrative:
The instrument and or accessory have not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.